Event description:
It was reported that during surgery while explanting a screw, the extraction screwdriver for vectra set broke. It¿s a 3 piece part. The piece that broke off remains in screw in patient. There was a time delay of 5 minutes. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The visual inspection of the returned device performed as part of the product investigation reported the threaded distal tip of the inner shaft was received fractured off and the liberated portion was not received. The reported extraction driver item #352.311 is used for removal of existing vectra and accs implant screws however it was not reported what system was being used. The applicable technique guides (reference #j8275-c for vectra and reference #j5167-a for accs) were reviewed. The reported instrument 352.311 consists of three components: driver shaft and handle assembly, inner shaft and an outer sleeve. This is an instrument intended to be used for removal of screws from existing implants only. It is also indicated to use instrument 324.105 for screw insertion. Proper instructions and caution notes of potential breakage if not used correctly are included. Upon inspection of returned instrument, the reported condition of broken tip was confirmed. The distal threaded tip of the inner shaft was received fractured off with approximately 1 thread remaining and the liberated portion was not received. The rest of the instrument does not exhibit any other defect. The thread failure appears to have occurred from applying a bending moment (force applied perpendicular to the axis of the instrument) when the force exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the technique guide. The most recent applicable and related component drawings (top level: 352_311 h, shaft and handle assembly: 352_311_1 rev. H and inner-shaft: 03_613_004 rev. C and old shaft 352_311_2 rev. F) were reviewed. The drawings call out the appropriated dimensions, material (stain steel 465 for the inner shaft, either the new or the old one and 440a or 440b for driver shaft) and finishing processes for a successful device design. The inner shaft material was changed and later a new shaft was made (dco1008001 released on 10/30/2007) which knob was improved to include the legend ¿fully tighten¿ (dco 10013680 released on 03/03/2009), the returned shaft shows part 352.311 (old shaft) and it was made after the material change and prior to the inner shaft with the knob change. In conclusion, the reported complaint condition was confirmed; the thread failure appears to have occurred from applying a bending moment when the force exceeded the tensile strength of the threaded region of the shaft, also the threaded shaft may not have been fully tightened down to the screw as described in the technique guide however this information or further details are unknown. The involved shaft was made after the material change and prior to the inner shaft with the knob change to include the legend ¿fully tighten¿ (dco 10013680). The current device design was found to be adequate for its intended use and the occurrence rate of this failure has been reduced using the new inner shaft versus using the old inner shaft. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that (B)(4) manufactured the extraction screwdriver, part #352.311, and lot #5374208 (supplier lot #568958k06) on po #674205, for (B)(4) pieces delivered october 30, 2006. Initially, the part conformed to the supplier¿s certificate of conformance, dated october 27, 2006, and to the synthes final inspection sheet # 352if311, revision ¿g¿. The parts were released to the warehouse on november 1, 2006. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The extraction screwdriver was made to the synthes drawing p/n 352.311, revision ¿e¿, released on october 19, 2005. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device reported as returned when evaluation was reported on previous follow up, added date returned to manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.